Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, compared to a hcp meter, within 10 minutes: 331 mg/dl on aviva meter and <100 mg/dl on the hcp meter. No adverse event reported. Return of the suspect device was requested for evaluation; customer declined replacement products.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.